Event description:
It was reported that the patient has not had any medications in the pump for approximately two years, as the doctor "skipped out", and she had not been able to find another physician. The medication previously being delivered by the pump system was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).